Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2007, the patient started continuous ambulatory peritoneal dialysis (capd) for arteriosclerotic nephrosclerosis. At the time of the peritonitis, the patient was treated with physioneal 1.36%, extraneal and nutrineal. On (B)(6) 2010, three hours after nutrineal was inserted in the patient's abdomen the patient developed pain. Nutrineal was drained and the pain disappeared. With physioneal the patient had not problems. In the morning the next day, the peritoneal effluent was cloudy. On (B)(6) 2010, a sample of peritoneal effluent was analyzed and cultured. The results of the analysis revealed a leucocyte count of 30, the culture had no growth and a gram staining was without pathological findings. The physician made a diagnosis of sterile peritonitis. Nutrineal was immediately stopped. From (B)(6) 2010 to (B)(6) 2010, the patient was treated with cephazolin 1.7g. On (B)(6) 2010, leucocyte count was 410. On (B)(6) 2010, leucocyte count was 100. On (B)(6) 2010, leucocyte count was 0. It was not reported if extraneal and physioneal therapies continued. On (B)(6) 2010, the event of peritonitis resolved. Reporter causality was not reported.